Manufacturer narrative:
D9): the device was returned to the manufacturer on 08 feb 2022. G3): the device evaluation and investigation were completed on 10 feb 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. Two (2) kinks were visible on the tail tube of the device, 30.5 inches and 32 inches from the proximal coupler. At the proximal kink (30.5 inches), a breach to the tail tube's outer jacket and a broken fiber was observed in this area. No breach was noted at the distal kink (32 inches). The device's working length was in good working condition. The device's tail tube was subjected to external forces which resulted in the kinks/breach to jacket/broken fiber. This has been determined to be a use related failure.

Manufacturer narrative:
Patient's weight unk. The device was not returned, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics 16f glidelight laser sheath was calibrated and used in the patient for a few seconds. An area on the device was observed to be knotted/kinked (kink could have occurred during handling of the device during calibration). The device's laser fibers became apparent through that knotted/kinked area with just a few seconds of lasing. The device was discarded; another glidelight device was opened and used. However, after several attempts with different tools including snaring from the groin, the rv and ra leads, with llds present within each lead, were cut and capped and remained in the patient (MDR #1721279-2021-00257 lld in rv lead, MDR #1721279-2021-00258 lld in ra lead). The physician did not attempt to unlock the llds from the leads prior to cutting and capping. The patient survived the procedure. This event is being reported due to unintended radiation exposure from the 16f glidelight device, potential for harm.